Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that she feels palpitations only when she rides the train associated with chest pressure and some shortness of breath. It was further reported that she was admitted to the hospital for a weekend, but all tests were unremarkable including stress test. The device remains in use. No further patient complications have been reported as a result of this event.